Manufacturer narrative:
The benefit-risk relationship of the product is not affected by this report.

Event description:
Arthritis [arthritis]. Increased c-reactive protein [c-reactive protein increased]. Pain [pain]. Pain in both knees [arthralgia]. Swelling both knees [joint swelling]. Joint fluid retention [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011 from a (B)(6) female pt, initials (B)(6) with gonarthrosis. The pt's medical history was significant for gonarthrosis. C-reactive protein (crp) was 0.0 before administration of synvisc. In 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection of 2 ml in both knees. The lot number of synvisc was unk. The pt received first synvisc injection between (B)(6) 2012 and (B)(6) 2012. On (B)(6) 2012, the pt received second synvisc injection into both knees and experienced arthritis. The pt already had pain within the same day. On (B)(6) 2012, the crp was 4.9 (units not provided). The same day, the pt had swelling and pain in both knees and arthrocentesis was performed. Analgesics and antibiotics were also administered to the pt. On (B)(6) 2012, the pt had joint fluid retention, so arthrocentesis was performed although swelling and pain had been relieving and crp was 0.7 (units not provided). The action taken with synvisc treatment was not provided. The outcome for the events of arthritis, increased c-reactive protein, pain, pain in both knees, swelling both knees and joint fluid retention was unk. Concomitant medications were not provided. The intensity for the events of arthritis, increased c-reactive protein, pain, pain in both knees, swelling both knees, joint fluid retention was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as definite and did not assess the relationship between synvisc and the events of increased c-reactive protein, pain, pain in both knees, swelling both knees and joint fluid retention.